Event description:
The customer reported the observation of a falsely depressed n latex flc lambda result on an atellica neph 630 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument in different dilutions. The repeat results were higher than the erroneous result, and concordant with the patient history. A repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed n latex flc lambda result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report falsely depressed n latex flc lambda results on an atellica neph 630 instrument. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00058 on 11-dec-2024. MDR 9610806-2024-00059 was filed on 11-dec-2024 for the same patient on a different event date. Additional information 13-feb-2025: the investigation concluded that the issue was resolved by performing routine troubleshooting. Based on the analysis of the information provided and troubleshooting performed by siemens, the root cause of the discordant flc lambda results using n latex flc lambda lot 473294a on the atellica neph 630 instrument could not be identified. Siemens made several requests for the atellica neph 630 instrument save data file containing the discrepant results as well as the calibration and qc data obtained on the date(s) of occurrence. Further information was not provided to siemens to perform a detailed analysis. Based on the provided information, no issue with the assay or system could be identified. The probable cause is a sample integrity issue for one single patient sample with high iga concentration (30 g/l) which could not finally be clarified due to lack of data. The customer is operational. Based on this information, a product problem was not confirmed. The n latex flc lambda lot 473294a is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.